Event description:
It was observed that, during the device evaluation, the subject device exhibited the following reportable malfunctions: a failed leak test and a cracked connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the customer¿s allegation it was due to the cable boot was detached from the camera; therefore, it was determined that the cause for the customer's inquiry and for the reportable finding mentioned above was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.